Event description:
It was reported this filter was successfully placed in a patient with respiratory distress syndrome and aortic dissection. Approximately 20 days post placement, an x-ray taken for the patient's pre-existing condition revealed this filter had migrated to the right ventricle. No retrieval of the filter was attempted or is planned. Another filter was successfully placed without patient complications.